Event description:
Dealer stated that the front casters on a (B)(4) patient lift are stiff and the lift veers to the right. The lift is also hard to move because the small casters get caught in the grooves of the consumer tiles.